Manufacturer narrative:
Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/19056213 (B)(4). Product was not returned for evaluation. The device was not returned for review, therefore its condition cannot be described. The DHR could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that one patient was revised due to subsidence.